Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the safety lock engaged and the device fired through the safety lock. The device partially fired, but would not cut. Another same like device was used to complete the case. There was no pt consequence reported.